Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (b30) a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions static on the screen, no image and scope communication error (b30) was traced to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had static on the screen and no image. The issue occurred during reprocessing. There were no reports of patient involvement.